Event description:
Senseonics was made aware of an incident where the patient complained of continuous sensor disconnections. The issue was escalated to next level support and a transmitter was initially replaced. Since the issue persisted, a sensor replacement was approved due to possible deviation in the system performance.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.the user was offered a sensor replacement as a resolution. B4.date of this report 25 july 2025 g3.date received by the manufacturer? 25 july 2025 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.